Event description:
(B)(6) hospital's ms. (B)(6) just log a report regarding a patient who did a thr using our exeter stem 3 years ago. Patient just returned complaining about pain. After taking x-ray, ms. (B)(6) found the exeter v40 stem is broken at the mid stem and patient unsatisfied about the incident.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.